Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B) (6)2010. Prior to the procedure, the uterus was sounded and a dilation and curettage was performed. Prior to the end of the treatment cycle, the pressure dropped from 170 to 130mmhg. The procedure was completed and the surgeon performed a post-operative hysteroscopy and observed a small suspected uterine perforation. After observing a uterine perforation, exploratory laparoscopy was performed to visually inspect adjacent anatomy for potential thermal injury including the bowel. No visual thermal injury was noted and the patient was discharged.

Manufacturer narrative:
(B) (4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.